Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the pencil was attempted to be removed, the tip piece shredded. New tip was obtained. There was no patient injury.